Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the touchscreen was not functioning. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that the touchscreen was not functioning. The bme ultimately performed touchscreen calibration, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.